Event description:
The consumer reported swabbing their nose with the binaxnow covid-19 antigen self test reagent solution performed on (B)(6) 2022 using a nasal swab. The consumer reported that after adding the reagent solution he inserted the swab into the test card then took the swab which was mixed with reagent solution out to collect his nostril sample. He mentioned just a little bit was inserted into his nostrils. There was no burning sensation or discomfort. Also, there was no treatment as he did not seek any medical attention. No additional patient information was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained.